Event description:
A customer reported that the pump screen appeared too dark and was unreadable. There was no information available regarding the impact on the customer's blood glucose level. The pump was scheduled to be returned for evaluation, and the customer was provided with a replacement pump. No information was provided regarding backup insulin therapy.